Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial and rv (right ventricular) leads were implanted after the ubd (use before date). The leads remain in use. No patient complications have been reported as a result of this event.